Event description:
It was reported that the user experienced difficulty inserting a new cartridge into the pump, with the cartridge protruding until the pump was rewound and the supply change was performed correctly; insulin delivery then resumed, and blood glucose was unaffected, indicating an issue related to supply change steps rather than a device component malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving procedure steps consistent with the plunger/cartridge handling process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions resulting in an unintended use error.